Event description:
A talent stent graft system was implanted for the endovascular treatment of a 52x55 mm in diameter abdominal aortic aneurysm. The proximal neck was 26-32 mm in diameter at implant. It was reported that approximately three years post implant, the talent bifurcated device had migrated approximately 5.4 cm due to neck dilation. A proximal type I endoleak was present. Currently, the patient¿s proximal neck diameter measures 37 mm right below the renals and increases almost immediately to approximately 45 mm in diameter. The physician is considering an open repair as the target area is too big for an endurant cuff to be implanted however, no intervention has been scheduled as the physician is concerned about the patient¿s risk for the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: migration, endoleak. Disease progression; neck dilatation. Conclusion: migration, endoleak. Disease progression; neck dilatation.